Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station was shown symptoms of slowness again and long standing issue. A technical support specialist tss dialed into the station to perform repairs after it was flagged for a maintenance or retry issue. The required recovery steps were completed in accordance with the applicable knowledge article title station slowness summaries and the issue was resolved. The case was then closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es shown symptoms of slowness, which located on ns ER pink. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.